Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including attachment and detachment of a test delivery cable. Review of the manufacturing documentation confirmed this device successfully passed these inspections. No imaging of the procedure was received. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the migration could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical.

Event description:
According to the information received, a female had an atrial septal defect (asd). Transesophageal echocardiogram (tee) showed a 17mm ostium secundum defect; therefore, an 18 mm aso was chosen. With standard right heart catheterization, the device looked fine on tee, but upon release from the delivery cable, it turned 30-degrees and embolized into the left ventricle. An attempt was made to snare the device, but it was not possible and the patient was referred to surgery. In the or the surgeon found 2-3 mm rim next to the inferior vena cava. After re-reviewing the tee, the cardiologist believed there was not enough evaluation of the inferior rim. It was also believed that the inferior part of the right disc was in the left atrium. If the device was able to be percutaneously removed, the cardiologist indicated they would have been able to close the defect with the same device.